Event description:
Information received from the field does not address the patient's clinical status but notes that one week post implant, r-waves were down to 1.0 mv and the capture threshold had increased to 4.5 v, 1.5 mv. X-ray did not reveal evidence of perforation or dislodgment. Normal function ensued after the lead was repositioned.